Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple errors on cuvette and reaction wheel temperature generated by unicel dxc 800 pro synchron clinical system. The customer also noticed liquid on the reaction carousel and a bent tower probe. It is possible that the wash solution was leaking in reaction carousel. The customer was wearing personal protective equipment and no injury was reported.

Manufacturer narrative:
Hotline advised the customer to use personal protective equipment (ppe) before troubleshooting. Field service engineer (fse) found broken cuvettes and the wash head probes were bent and blocked. Fse replaced the mixer paddle assembly, probe assembly, and cuvettes.